Event description:
Possible oversensing noted on stored ventricular electrogram (egm) possibly affecting the patient's lower rate and biv pacing percentage. Rv lia triggered due to high-rate non-sustained episodes and elevated sensing integrity counter (sic). Sensing integrity counter shows 1289 short v-v intervals since (B)(6) 2024. Data supports a right ventricular (rv) lead integrity issue. Rising right ventricular (rv) sensing integrity counter (sic) counts combined with right ventricular (rv) noise and right ventricular (rv) oversensing and dips in rvring-rvcoil impedances certainly support insulation problems. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).